Event description:
It was reported that the patient stated that the stimulation was in their back but the day prior to report the stimulation started bothering the patient under their ribcage. It was noted that there was stimulation in the wrong location. The patient stated that they had to turn stimulation down to 5v. The patient stated that they had no falls or trauma. The patient switched from program one to program two and the patient still felt stimulation in their ribcage. The patient stated that they may try program three or four. The patient was redirected to the healthcare professional (hcp). The patient stated that they had an appointment next monday and that the manufacturer representative may be there. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger, product ID 97740, (B)(4): product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).